Event description:
It was reported that the patient with this pacemaker experienced syncope. Technical services (ts) was contacted to review the available information, upon review, no episodes were noted to be recorded related to the syncopal event which made the health care professional believe the syncope was related to a neurologic event and not to device performance; however, two episodes of oversensed noise in the right ventricular (rv) channel were observed two days prior. In addition, undersensing due to blanking was observed in the right atrial (ra) channel. This pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. Good faith effort attempts were made to try and retrieve the device; however, a response was not received. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.